Event description:
It is reported the patient was revised due to breakage and instability after a fall.

Manufacturer narrative:
Evaluation summary: no device or x-rays were provided for evaluation. There is insufficient information available to determine a probable cause for the device fracture. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.